Manufacturer narrative:
The infusion pump was returned and evaluated. The reported issue was not found, and the infusion pump was operating within specification.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported an infusion pump that is not delivering the volume correctly. The pump was set to run over 30 min and majority of the medication was still in the bag when the infusion finished in 30 minutes even though the pump was showing the entire amount was delivered. The pump was pulled and a note was placed on it for it not to be used. Medication being infused was unknown. No patient injury reported.